Manufacturer narrative:
(B)(4). Date sent: 6/13/2023. Additional information was requested, and the following was obtained: what was the indication for surgery? -lung cancer what was the diagnosis of the patient? -lung cancer what vessel was the device fired upon? -pulmonary vasculature were there any enlarged lymph nodes near the vessel in question? -unk were any clips used in the vicinity of the vessel? -unk did the patient receive any chemo or radiation therapy? -unk what is meant by, ¿the staples were loose and not firm?¿ -staples malformed. What were the shape of the deployed staples? -malformed. What was the total estimated blood loss (ml)? -unk was a transfusion required? -no what was the pre and post-operative anti-coagulation protocol? -unk did the hospital stay extend longer than normal for this type of surgery (thoracoscopic left upper lobectomy)? -unk what is the current patient status? -the patient has been discharged.

Manufacturer narrative:
(B)(4). Date sent: 4/27/2023. D4: batch # x96d2j. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the indication for surgery? What was the diagnosis of the patient? What vessel was the device fired upon? Were there any enlarged lymph nodes near the vessel in question? Were any clips used in the vicinity of the vessel? Did the patient receive any chemo or radiation therapy? What is meant by, ¿the staples were loose and not firm?¿ what were the shape of the deployed staples? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and post-operative anti-coagulation protocol? Did the hospital stay extend longer than normal for this type of surgery (thoracoscopic left upper lobectomy)? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracoscopic left upper lobectomy the device was used to transect the pulmonary vessels during surgery. After transection, the staples were loose and not firm, causing vascular bleeding and patient shock. After vascular suture was performed for hemostasis, the blood pressure was gradually stabilized. No additional information could be provided.